Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The device was visually examined, and the following was observed: two leaflets were in the opened position, while 1 was in the closed position. When tested with a probe to flex opened the leaflets to the closed position, 1 leaflet remained closed, and 1 remained open. While testing with a probe to flex close the leaflets to the open position, 1 leaflet remained closed. Per manufacturing inspection, there was a crease across the leaflet cp2 with an acute fold. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaint for valve component anomaly was confirmed through the returned product evaluation. To address the issue, a product risk assessment and CAPA has been initiated and identified potential areas for the process improvement to mitigate against the failure. Available information suggests that a manufacturing issue (workmanship) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no further actions are required at this time.

Event description:
As reported by an edwards china affiliate, during preparation for a tavr procedure with a 23mm sapien 3 ultra transcatheter heart valve, the valve leaflets were not moving, so it was decided to use a new valve. The second valve was prepared and successfully implanted. The patient was fine post procedure. During evaluation of the returned valve, a leaflet crease was identified on the valve.

Manufacturer narrative:
This supplemental report is being submitted to correct the component code in h6.